Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports that one week post implantation of an at50ao lens in the patient's right eye, the lens has decentered. The patient noticed a change in her vision. The patient did not have any pre-existing conditions and the procedure was uncomplicated. One week post implantation, the surgeon attempted to reposition the crystalens as the patient's bcva had decreased, the attempted repositioning of the iol was unsuccessful. The surgeon explanted the iol and replaced it with a three piece iol. The surgeon indicated that the cause of the lens decentering is unknown. The patient's prognosis as of (B)(6) 2011 is good, with no problems and the patient is scheduled for 6 month standard post-op visit.